Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported 1 a121 alarm, 1 a117 alarm, and 2 aa47 alarms on the insulin pump. The customer's blood glucose value was unknown. A replacement insulin pump was sent to the customer. No further information was provided.